Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in the ER after experiencing symptoms for heart failure. While in the hospital the clinicians noticed that the patient's heart rate was dropping down to the 40's. An attempt was made to interrogate device but was unsuccessful. Last transmission previously sent remotely, projected longevity of the device 3.5 years until eri. No patient symptoms were reported. Telemetry tests were performed, and all 10 tests failed. The patient has not had any recent procedures. It was suggested if the device cannot be interrogated at the end of troubleshooting steps to consider replacing the device. The EKG was analyzed, and it appeared that there was no pacing. The device was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device was at eri/eol when the device was explanted.